Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was received for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the proximal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vein near a anastomosis shunt. A 4.0-4/4t/90mm symmetry¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 4x4mm symmetry balloon catheter. No patient complications were reported and the patient's status was stable.